Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec60a device was returned with the closure trigger broken and missing and in the closed position. In addition, an ecr60g cartridge was loaded on the device. The cartridge reload was received partially fired 1/4 consistent with an incomplete or interrupted cycle. No functional test was performed due to the condition of the device. The device was disassembled to verify the internal components. Upon disassembling, the knife was found buckled. It is possible that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. The physical evidence found is consistent with attempting to overpower the device, resulting in the knife buckling and jamming not being able to return the mechanism to the home position consequentially not being able to open the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device deliver any staples or a cut line before it locked out? Yes was it the firing trigger (dark gray) or closure trigger (light gray) that broke off? Light grey. Was there any damage observed on the handle of the device? Only the light grey handle was there any patient consequence? Patient ended up with a permanent colostomy, but was told he was going to have one anyway despite the event. Since the permanent colostomy was not a result of the event, the file will remain a malfunction.

Event description:
It was reported that during a low anterior resection procedure, on the first firing of device, the stapler locked out on the distal third of the firing sequence. The surgeon pushed the red button to reverse stroke direction and then squeezed firing trigger, but blade would not return. The surgeon then attempted to remove device by pulling closing trigger and handle apart when the handle broke off. The surgeon then fired immediately next to staple line with a second device of same code to finish transection (where first device was stuck on tissue). The stapler was stuck on specimen but not stuck on patient side and was out of patient. The device and specimen are going to pathology so that specimen can be removed. The device will be returned once specimen has been removed. A green reload was used on first firing, device was not fired over another staple line, and no buttressing material was used. There was no patient consequences reported, however procedure is still in progress.